Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted a call service alarm. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: on investigation, the pump powered on and emitted a call service alarm (69) on the first attempt to rewind. Investigation duplicated the complaint. Unrelated to the original complaint, the battery comaprtment was noted to be cracked below the bumper pad and the display was found to be dima dn discolored.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.